Event description:
It was reported that the right atrial (ra) lead was verified to be dislodged using fluoroscopy. The ra lead would not capture at maximum output and had intermittent undersensing at the most sensitive setting. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m implantable tachy lead, (B)(6) 2013. (B)(4).